Manufacturer narrative:
(B)(4). Conclusion code: the cause of the event was stated as user error ("bad loading") in the complaint questionnaire and additional training was scheduled. (B)(4).

Manufacturer narrative:
The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
Patient's acd is below 3.0 mm and as per dfu for this lens model, this lens model is contradicted for patients with acd below 3.0 mm. (B)(4).

Manufacturer narrative:
The patient's post-op uncorrected visual acuity was 20/20.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.00 diopter, into the patient's left eye (os) on (B)(6) 2017. During injection/delivery, the lens tore/broke and it was removed from the eye. Reporter states that "bad loading" caused the incident and the training has been "arranged accordingly." On (B)(6) 2017 it was exchanged for a lens of the same type, size, and diopter. As of the date of MDR submission, the lens has been returned but not yet evaluated.

Manufacturer narrative:
The patient's post-op uncorrected visual acuity was 20/20.